Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no images during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information from my customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, light guide lens out was identified to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that plug unit failure and component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.